Event description:
It was reported that during a cholecystectomy procedure, the unformed clip ejected at the first firing. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 06/28/2007. Information anticipated, but unavailable at this time.